Event description:
This is being reported as an adverse event under the FDA medwatch regulations. It was originally reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. On (B) (6) 2009, the consumer received a result of 100 mg/dl on her blood glucose meter at 5:30am. The consumer's daughter administered 10 units of insulin based on that result. Subsequently, the consumer experienced a hypoglycemic event requiring medical intervention. When the emts arrived at 6:30am, they tested the consumer and received a result of 57 md/dl and when the consumer arrived at the hosp at 8:00am, she was tested again getting a result of 45 mg/dl. When the consumer's daughter was contacted for add'l info, it was during this call, that the consumer's daughter stated "there must be a misunderstanding, because I did not tell the rep that I gave my mother insulin, that I gave her juice.

Manufacturer narrative:
During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use their initial test strips as instructed in our directions for use. It was also revealed that the consumer improperly stores their test strips, which may contribute to the loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for evaluation.